Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ mixed mitral regurgitation (mr), enlarged atrium, and poor tissue quality for a mitraclip procedure. During the procedure, a steerable guide catheter (sgc) had challenges advancing through the patients anatomy and femoral access. Troubleshooting including venous dilation allowed successful advancement to the right atrium but was unable to cross the septum. Septal dilation was preformed unsuccessfully and the steerable guide catheter (sgc) was removed from the patient. Visual inspection of the sgc device showed no damage. A new sgc was selected and was able to successfully advance and cross the septum. A mitraclip ntw was implanted successfully in a central -lateral position. There was a residual jet visualized medial to the implanted clip, so a mitraclip nt was prepared and advanced within the patient. After initial grasping of the leaflets it was no possible to confirm the insertion of the anterior leaflet so additional grasping was preformed to reposition the clip closer to the implanted mitraclip ntw. The additional grasping attempts appeared to cause a perforation in the anterior leaflet. The mitraclip nt was implanted in a centro-medial position. The final mr was grade 3+. There was no clinically significant delay reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported tissue injury appears to be related to procedural condition. Tissue injury is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional treatment or intervention was provided. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.